Event description:
Following a donor rbcp procedure while blood samples were being collected, air was noticed to be in the tubing. Disposable hemostats had been applied. Pt complained of ache in chest area.